Manufacturer narrative:
Device received with intermittent button response due to flattened express esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to push. The customer's blood glucose level was unknown. The customer reported that the back light no longer lights up. The insulin pump will not be returned for analysis.